Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was exposed to water, and the touchscreen is now no longer responsive. There was no impact to customer's blood glucose level. Customer indicated they have a back up pump for continued insulin therapy.